Event description:
1627487-2019-05437; 1627487-2019-05438; 1627487-2019-05439. It was reported that the patient experienced ineffective therapy and reprogramming was not effective. In turn, surgery occurred to explant the system, which addressed the issue.